Event description:
Related manufacturer reference number: 2017865-2022-44845. It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Later during an unrelated procedure, lead damage was observed on both the rv and atrial leads. The rv and atrial leads were explanted and replaced during the unrelated procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported events was due to the external insulation abrasion that breaches the outer insulation exposing the outer coil which is consistent with friction to the device can.